Event description:
Per the patient, the pump dose was increased, but her refill date was never changed, so the pump went empty and she had withdrawal symptoms. After the pump was filled, the patient was still having withdrawal symptoms and extreme swelling with 2-4 pitting edema. The patient was hot and cold and had nausea and diarrhea. The patient wanted to go in to her doctor and have him check the reservoir to see how much medication was in there. At the refill prior to the pump going empty, they were ¿expecting about an inch of medicine and pulled back 5 inches¿. Per the patient, a dye test was done and they told her there was ¿nothing in the reservoir¿; ¿the reservoir was empty.¿ the hcp (healthcare professional) gave her a bolus. The patient also stated that the ¿doctor couldn¿t get anything out of the reservoir, but he told her there was medicine in there.¿ the patient was wondering if ¿the pump could be leaking throughout her body and causing the swelling.¿ the patient was going to look for a new pump managing physician. Her current physician wanted to keep lowering the pump. The patient was asked for clarification of the reported events and was asked for event dates multiple times throughout her report and she indicated that she didn¿t remember; she had seizures and they affected her memory. The device system was delivering fentanyl, hydromorphone, clonidine, and baclofen. The timeline of events and details of what happened were not clear, the interventions and final outcome were also not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that a roller study was planned for (B)(6) 2015 but the health care provider (hcp) decided not to since there was no discrepancy in actual vs expected volume. The patient was alive with no injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative indicated a dye study was attempted on (B)(6)-2015. The hcp was unable to aspirate the catheter and planned to replace the entire system in the near future.

Event description:
Additional information received reported that the pump was replaced. Portion of catheter resected when an excoriated area was observed; was unable to completely observe fluid leak. The pump and sc connector replaced. The patient continued to complain that she continues to "hear the pump run" and describes it as a fluttering sound. Upon interview by anesthesiologist, question was raised about possible tinnitus.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received reported that the pump was explanted in (B)(6) 2016 as it was getting near eos (end of service) but apparently the patient had also been able to hear the pump mechanism and was concerned about that. It was reviewed that it was completely normal for the pump to make noise as the mechanism turns. Additional information received from the healthcare provider reported that the onset date of the pump making noises was 2014. The patient felt the pump was not as effective as in the past with increased pain. A catheter dye study was done (B)(6) 2015 and the healthcare provider was unable to aspirate the catheter. The cause of the pump making noises was not determined. It was also noted on the return paper work that it was observed the catheter distal to pin connector slight indented area.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed no anomaly. As per the pump¿s log, the following medications were administered via a simple continuous dose rate as of (B)(6) 2016: fentanyl (concentration: 25.0 mg/ml, dose rate: 10.195 mg/day), clonidine (concentration: 150.0 mcg/ml, dose rate: 61.17 mcg/day), baclofen (concentration: 1.8 mg/ml, dose rate: 0.7340 mg/day, and hydromorphone (concentration: 8.5 mg/ml, dose rate: 3.4662 mg/day). Analysis of the catheter (model 8578) on (B)(6) 2016 revealed non-significant anomaly; a non-significant indent in the seal regarding the sutureless catheter connector was noted of which did not affect infusion. Analysis of the catheter (model 8709) on (B)(6) 2016 revealed non-significant anomaly; the catheter was incomplete/returned in segments and met acceptable testing. (B)(4).

Event description:
Refer also to MFR report # 3007566237-2015-03549 and MFR report # 3007566237-2015-03548 regarding the catheter and catheter component.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had experienced withdrawal. The patient had heard and felt a motor running inside of her body. The patient had felt this off and on for almost a month and a half prior to the report. The patient was last refilled on monday (B)(6) 2015. The pump was not alarming at the time of the report. The pump wasn¿t functioning right and they did a dye test because nothing was coming back in the reservoir so they were going to change the catheter out. Usually they would get 6.3 ml back when they pull ¿it¿ out but the last couple of times the patient was going through severe withdrawal and they were getting ¿almost the whole syringe back except for maybe an inch.¿ this had occurred 3 and 6 months prior to (B)(6) 2015. When the dye test was done, the patient was given a bolus and they ended up writing the wrong alarm date. The pump alarmed and the patient went through severe withdrawals because there was nothing in the pump. On (B)(6) 2015, they pulled out exactly the right amount which was 6.3ml.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8709, lot # l59231, implanted: (B)(6) 1999, product type catheter . (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.